Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) verified the reported issue. The fse found that the post (power on self test) failure error code was logged after a number of "loss of bd (breath delivery) communications" & "loss of gui (graphic user interface) communications" error codes were generated. The fse replaced the ai (analog interface) pcb (printed circuit board) and updated the bd (breath delivery) central processing unit (cpu) pcb (printed circuit board).the ventilator has passed all calibrations, electrical safety test, performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If the component is returned for failure investigation, a follow up medwatch report will be submitted with the investigation findings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 840 ventilator shut down with error codes indicating a loss of gui (graphic user interface) and bd (breath delivery) communications and resuming of gui (graphic user interface) and bd (breath delivery) communications. The ventilator further displayed that the settings were locked and est (extended self tests)/sst (short self testing) and calibrations were not performed with ventilator inoperative lights being active.the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the analog interface (ai) printed circuit board (pcb) and the breath delivery (bd) pcb were returned for failure investigation. Both components were visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The investigation found the device to function normally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.